Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. When attempting to remove air by inserting a farawave catheter into the faradrive steerable sheath clear, air continued to be drawn from the flush port of the faradrive steerable sheath clear. When the faradrive catheter was removed, air was not drawn. No fluid leak was observed. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is not expected to be return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.